Manufacturer narrative:
A leak was observed on the unexposed portion of the cannula. The damaged cannula is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 390 mg/dl, while wearing the pod on the back between 36 and 48 hours. A new pod was applied as treatment.